Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device oscillating pin was hitting the guard and not cutting the graft in the center. It is reported the device was in contact with the patient; however, there was no patient injury.